Event description:
It was reported that this right ventricular (rv) lead was repositioned at first and subsequently explanted due to dislodgement. A chest x-ray was performed and confirmed the lead was dislodged. Additionally, it was noted there are two leads implanted in the rv septum. Subsequently the lead replaced with a new lead. This lead is not expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. Visual examination identified a slight curl/twist in the lead body. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead was repositioned at first and subsequently explanted due to dislodgement. A chest x-ray was performed and confirmed the lead was dislodged. Additionally, it was noted there are two leads implanted in the rv septum. Subsequently the lead replaced with a new lead. This lead is not expected to return for analysis. No additional adverse patient effects were reported.